Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a crack on the screen. The customer's blood glucose was unknown, but the customer stated that he did have high blood glucose levels. The customer stated that the crack occurred a week prior, and the insulin pump still functioned properly. However, the customer stated that it began alarming no delivery and was unsure if the issue was the insulin pump or the infusion set. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No delivery alarms were not verified due to cracked lcd glass on the insulin pump. Basic occlusion, occlusion, and excessive no delivery tests were not performed due to cracked lcd glass. The device was received with bleeding, cracked lcd glass, minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.